Event description:
Coagulation forceps were used during surgery for tubal coagulation on a female pt. Physician had trouble "grasping tube firmly with them," but "visually the tubes seemed to be thoroughly coagulated." At f/u visits, a hysterosalpingogram was performed on 9/16/97 and "both tubes are still patent". Pt was advised to use another contraceptive method and to consider undergoing another procedure. Pt has not become pregnant nor was injured due to this event. The malfunction is occurring at or below the frequency and severity that are usual for this device.